Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, the tip of thread shaft was broken. The product came in contact with the patient. The product caused infection and resulted in 2 revision surgeries.